Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 04-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 132cm large bore catheter 71 (lbc) was received contained in the decontamination pouch. Visual inspection was performed. The presence of the hydrophilic coating was confirmed. Four (4) damaged sections were observed along the device body. The first at 48 cm, the second at 100.3cm, the third at 111.6 cm, and the fourth at 116 cm. The second and third damaged sections were twists, appeared to have been caused by torsion while the first and the fourth damaged sections were clearly identified as severe kinking. All measurements were taken from the proximal end of the device. The device was flushed using water through a lab sample syringe. Water was observed leaking from the perforated damage noted on the second section. The inner diameter (ID), outer diameter, distal outer diameter (dod), and proximal outer diameter (pod) were measured and confirmed to be within specifications. The issue reported that the catheter got kinked in multiple places was confirmed based on the appearance of the returned device. The issue documented that the catheter ¿became split in the distal segment" was confirmed as it could refer either to the material rupture observed on one of the kinks, or to the fracture observed on the braided wire. The stretched and compressed conditions noted on the distal body of the catheter are not directly related to the event as reported. The complaint detailed that the tortuosity was very high, and, according to the risk documentation, anatomical tortuosity is considered a potential cause of failure that can cause damage to the catheter during catheter removal due to withdrawal difficulty as suggested due to all the damages observed on the returned catheter. Other factors not described within the information available may have contributed to the failure reported, which ultimately might have led to the damages observed along the device. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contains the following warnings: ¿ torquing the catheter excessively while kinked may damage the device, resulting in separation of the catheter shaft. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to include the additional event information received on 14-mar-2023. [Additional information]: on 14-mar-2023, responses to additional were received. The additional information indicated that the lot number of the large bore catheter (lbc) is unknown; the lbc was snaked with the microcatheter inside. Another procedure is not planned to treat the clot that embolized to the distal m2/m3 area. Only one (1) pass was made with the lbc. When the catheter kinked and split in the distal segment, it was not replaced; only one pass was attempted in the entire case. When the lbc was removed, it was in one piece (intact). The microcatheter used was not a cerenovus microcatheter. The procedure was competed as closure after first a direct aspiration first pass technique (adapt) pass. There was no clinically significant delay in the procedure as a result of the reported issue. Updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The expiration date of the device is not known as the device lot number is not available / not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device manufacture date is not known as the device lot number is not available / not reported. Cracked-in patient is considered an us FDA MDR reportable malfunction as a cracked tip could separate and embolize, with the potential for ischemia or infarct. Thromboembolism is a known complication associated with the use of the embovac device and is mentioned in the instructions for use (IFU) as such. Per information available the patient experienced embolization to a distal territory, i.e. M2/m3 segment of the middle cerebral artery (mca) during the procedural use of the large bore aspiration catheter. Therefore, the relationship between the embolization event and the embovac device cannot be excluded. Based on the available information, the event meets usfda MDR reporting criteria as a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2023, a 132cm large bore catheter 71 (lbc) (ic71132ug / lot# unknown) was used during a stroke procedure via the adapt (direct aspiration first pass technique) with a microcatheter and a ¿microwire inside it¿ was placed facing the clot. The location of the clot was not known. In the first pass, the physician pulled back on the lbc and the catheter kinked in multiple places and became split in the distal segment. The physician was concerned about air being introduced into the body due to split in the catheter. A portion of the clot embolized to the distal m2/m3 segments of the middle cerebral artery (mca), but the physician chose not to try and intervene. The tortuosity of the vessel was very high, but the clot was composed mostly of red blood cells.